Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with the customer's insulin pump. The customer states their blood glucose levels have been running high. The customer's blood glucose level was in the 600mg/dl range. The customer states they have treated with manual injections. The customer's most current level was 120mg/dl. The customer had declined to troubleshoot and requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.